Manufacturer narrative:
Additional information was received that the second system was not able to reach and cross the native aortic valve. The patient anatomy had aortic leaflet calcification. Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Updated: a4, h6 (fdd code a150204 replaces a150204) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was not returned to medtronic for analysis and no procedural images were provided to medtronic for review. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, cal cification, tortuosity, etc.). In this case, it was reported that the patient had had aortic leaflet calcification. This indicates the probable cause of the advancement issues was patient anatomy. However, with the limited information available, the cause of the d ifficulty advancing the dcs could not be determined and a relationship to the dcs cannot be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such as dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). However, based on the limited information available and without procedural images, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 - method code, results code, conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4). Product analysis: no product was returned. The valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve was snared and positioned in the ascending aorta. Multiple attempts were made to implant a second transcatheter valve, but the ascending aorta was dissected. The procedure was emergently converted to open surgery to repair the ascending aorta and aortic valve, as well as explant the transcatheter valve. The patient was reported to be recovering well following the procedure. It was reported that the valve may have been undersized based on a poor-quality computed tomography (CT) scan for pre-case planning. No additional adverse patient effects were reported.